Event description:
It was reported that during a photoselective vaporization of the prostate, the footswitch connection had to be checked as it was not attached. There was no patient complication due to this finding; however, the procedure was not completed. The patient was already under general anesthesia at the time of the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
H10 additional MFR narrative: upon receipt of this footswitch at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the footswitch found some paint peeled away from the foot guard frame. Possible due to some clean solution. The footswitch assembly was found in good physical condition, and the black insulation on cable was intact. The footswitch connector was in good shape, and the pins in the connector were clean and straight. Black ready standby button had normal open contact. The yellow vapor button and blue coagulation button open and close contact passed functional testing. Based on analysis results there were no damages found that could have caused or contributed to the reported event. The reported footswitch connection issue cannot be replicated; therefore, it cannot be confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate, the footswitch connection had to be checked as it was not attached. There was no patient complication due to this finding; however, the procedure was not completed. The patient was already under general anesthesia at the time of the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia